Manufacturer narrative:
Event summary: as reported, during a flexible pyeloscopy with laser and removal of bilateral kidney stones an n circle tipless stone extractor was not opening or closing as intended. The device was being used to remove small kidney stone fragments in the lower pole when it was found to not function normally. After removing the device the user found that the sheath appeared to have come loose from the handle. Another similar cook extractor was used to complete the procedure. No portion of the device was left within the patient. There was no need for any additional procedures or prolonged hospitalization. No adverse effects to the patient happened due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. Complaint device was returned in a ziploc bag. The basket could not be functioned using the handle, confirming the reported issue. The purple support sheath and basket sheath were separated from the handle. Multiple kinks were noted in the basket sheath. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The purple support sheath and basket sheath were separated from the handle. The basket sheath was also found to have multiple kinks along its length. Excessive force may have been applied to the device during use, however no information was known regarding device handling during the procedure, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
(B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible pyeloscopy with laser and removal of bilateral kidney stones an ncircle tipless stone extractor was not opening or closing as intended. The device was being used to remove small kidney stone fragments in the lower pole when it was found to not function normally. After removing the device the user found that the sheath appeared to have come loose from the handle. Another similar cook extractor was used to complete the procedure. No portion of the device was left within the patient. There was no need for any additional procedures or prolonged hospitalization. No adverse effects to the patient happened due to this occurrence.